Manufacturer narrative:
The device was returned for analysis. The reported break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported break cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the indeflator was able to inflate the balloon catheter however when attempting to deflate the balloon, the handle became stuck and the balloon could not be deflated. The indeflator was switched out for a new one and the procedure completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.